Manufacturer narrative:
(B)(4).

Event description:
Info was provided to the manufacturer on 09/09/2011 that while child was sitting on the couch, mother noticed catheter completely severed. She immediately clamped and came to hosp. Had also disinfected catheter. The device was severed at junction (think/thick part) and also broken at junction of strain relief collar at winged hub. Based on the info provided, a foreign object did not have to be retrieved from the pt. New catheter need to be inserted under general anesthesia and needed to be admitted and piv started. Treated prophylactically with antibiotics to avoid infection with re-wiring.

Manufacturer narrative:
(B)(4). Complaint device was not returned to assist in the investigation. Per qc spec, there is 100% qc verification that all catheter lumens are open and not occluded and that the catheter surface is free of damage and excessive imperfection. In addition, there is 100% verification that each extension, main catheter shaft, and if specified, strain relief tubing are securely molded to manifold without voids or cracks. An IFU exists which includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. Design verification and validation activities have been performed. Based on the type of usage, it is possible that the product was exposed to forces beyond its intended design. Preventive action has been issued in an effort to alleviate/reduce the occurrence of this failure mode. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. The corrective action/preventative action is in process.